Event description:
Covidien regional office in another country, reports that customer states: "the retaining screw (for adjust the high pressure hose) breaks away. The high pressure hose is a product from fa. Braun." No person injury.

Manufacturer narrative:
Manufacturer report: root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA was initiated to address the reported complaint.